Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery warning and a failed battery test before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that after the battery was removed and the contacts were cleaned, the alarms would not clear. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No low battery alerts or failed battery test alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the reservoir tube window corners, a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.